Manufacturer narrative:
A review of the logs confirmed no bubble alerts were triggered at reported time of event, despite being enabled. Testing of the actual device found all parts in good working order, being unable to reproduce the fault.

Event description:
Perfusionist reported that the device did not alarm, despite air being visible within the system, we consider failure to detect gross emboli to be reportable, despite no harm to the patient involved.